Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high impedance. High pacing threshold was also noted. The patient underwent an electrophysiology study and the patient elected to discontinue use of the pacing system. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 12 cm. Analysis was performed and no anomalies were found. Concomitant: 7231cx implantable cardioverter defibrillator (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.